Event description:
It was reported that a large volume infusor leaked. The leak was observed "along the tubing". The patient "taped the hole but was not able to get the full dose". This was observed during patient infusion. The device was filled with 18gm piperacillin/tazobactam in 240ml 0.9% buffered sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter postal code: the device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10:: the device was received for evaluation.visual inspection was performed and noted the a cut on the delivery tubing. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.